Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-29349. Related manufacturer reference number: 2017865-2021-29350. Related manufacturer reference number: 2017865-2021-29352. It was reported that the patient presented with an unspecified infection. The right atrial and right ventricular lead were explanted. The status of the implantable cardioverter defibrillator was unknown. An older right ventricular lead had previously been capped for an unknown reason and was subsequently explanted due to the infection. Further information was requested but not received.